Manufacturer narrative:
(B)(4). Additional information: which firing of the device did this event occur on? Third on duct and first on artery. What vessel or structure was the device fired on at the time of the event? Cystic duct and artery. Was the clip fully advanced into the jaws prior to firing? Yes. Was there any torquing or twisting of the device present at the time of firing? No. Was any unexpected resistance felt while firing the trigger? No. Were any unexpected noises heard? No. If so, when? Did anything unexpected happen prior to this incident? No. Was the device fired after this incident in or out of the patient? In. What were the indications for surgery? Gall bladder disease. What was found? Does the patient have any relevant history of surgical treatments? Asku. If so, what? Did somebody other than the primary surgeon fire the instrument? No. If so, whom? The analysis result showed that the instrument was received empty and with the jaws were found to be in a yielded condition making the device non-functional. Possible causes for the condition found may be if the device is closed over an existing hard object or clip placing stress on the jaws causing them to distort or yield and not return to their original dimensions/position or excessive application of torque to the jaws when positioning the device on a vessel. No functional test could be performed due to the returned condition of the device. No incident related to the reported event was observed during the batch record review.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the surgeon fired the third clip on the cystic duct and it scissored. They then placed the first clip on the cystic artery and the first clip appeared to be bent and malformed with a clip gap. Then the device jammed and stopped firing. The clips had appeared in the nose of the jaws. He dried fired it and it worked to complete the procedure. There was no patient consequence reported.